Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported the bd ultra-fine 6mm¿ insulin syringe 1ml 31g x 6mm (15/64") u-100 160x10count had a deformed stopper. The following information was provided by the initial reporter, translated from portuguese to english: at first, more than one client began to complain about the use of the syringe, and she exchanged it, but as they are elderly, she took the initiative to open a process of analysis and collection of the material in question, that is, she reported that the clients complained about the quality, usability of the syringe, leaks when applying insulin. *what deviation was found with the material? At first, more than one client began to complain about the use of the syringe, and she exchanged it, but as they are elderly, she took the initiative to open a process of analysis and collection of the material in question, that is, she reported that the clients complained about the quality, usability of the syringe, leaks when applying insulin. *what part/component/part of the product is involved in the complaint? The probe itself works correctly, the movement of pulling the liquid, the rubber of the support that makes the movement of pulling the liquid, the black part, the customer describes that it comes soft/soft/twisted (customer's words). *quantity of material with deviation. 4 packets of the 8ml probe, 1 of which is open and 1 syringe is missing, and the client even changed the whole box for the end consumer, and retained the packet as evidence, 324916 and 1 packet of the 6ml syringe 328322. *did the event lead to death? No.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultra-fine 6mm¿ insulin syringe 1ml 31g x 6mm (15/64") u-100 160x10count had a deformed stopper. The following information was provided by the initial reporter, translated from portuguese to english: at first, more than one client began to complain about the use of the syringe, and she exchanged it, but as they are elderly, she took the initiative to open a process of analysis and collection of the material in question, that is, she reported that the clients complained about the quality, usability of the syringe, leaks when applying insulin. *what deviation was found with the material? At first, more than one client began to complain about the use of the syringe, and she exchanged it, but as they are elderly, she took the initiative to open a process of analysis and collection of the material in question, that is, she reported that the clients complained about the quality, usability of the syringe, leaks when applying insulin. *what part/component/part of the product is involved in the complaint? The probe itself works correctly, the movement of pulling the liquid, the rubber of the support that makes the movement of pulling the liquid, the black part, the customer describes that it comes soft/soft/twisted (customer's words). *quantity of material with deviation: (B)(4) packets of the 8ml probe, (B)(4) of which is open and (B)(4) syringe is missing, and the client even changed the whole box for the end consumer, and retained the packet as evidence, (B)(6) and (B)(4) packet of the 6ml syringe (B)(6). *did the event lead to death? No.

Event description:
It was reported the bd ultra-fine 6mm¿ insulin syringe 1ml 31g x 6mm (15/64") u-100 160x10count had a deformed stopper. The following information was provided by the initial reporter, translated from portuguese to english: at first, more than one client began to complain about the use of the syringe, and she exchanged it, but as they are elderly, she took the initiative to open a process of analysis and collection of the material in question, that is, she reported that the clients complained about the quality, usability of the syringe, leaks when applying insulin. *what deviation was found with the material? At first, more than one client began to complain about the use of the syringe, and she exchanged it, but as they are elderly, she took the initiative to open a process of analysis and collection of the material in question, that is, she reported that the clients complained about the quality, usability of the syringe, leaks when applying insulin. *what part/component/part of the product is involved in the complaint? The probe itself works correctly, the movement of pulling the liquid, the rubber of the support that makes the movement of pulling the liquid, the black part, the customer describes that it comes soft/soft/twisted (customer's words). *quantity of material with deviation? 4 packets of the 8ml probe, 1 of which is open and 1 syringe is missing, and the client even changed the whole box for the end consumer, and retained the packet as evidence, 324916 and 1 packet of the 6ml syringe 328322. *did the event lead to death? No.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.